Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed ECG acquisition, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. There are no additional details surrounding the patient's death. The lifevest delivered eight treatments on (B)(6) 2016 between 04:44:15 and 05:01:20, the rhythm prior to and following the treatment was asystole with intermittent cardiac activity. The electrode belt was disconnected at (B)(6) 2016 at 05:22:05. Intermittent cardiac activity contributed to the false detection. There is no indication that the treatment caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.